Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead became dislodged shortly after implant. The lv lead exhibited high and unstable thresholds and may have contributed to the patient's implantable cardioverter defibrillator (ICD) experiencing premature battery depletion. The ICD was explanted and replaced and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.